Event description:
The amsco surgical table model 3080rl, manufactured in 1993, shifted five degrees to the right during a sigmoid colon resection with colostomy procedure. The table was pushed flat and the end dropped to floor like chase lounge, which is a typical position for this type of procedure. The sterile field was not broken and no complications or changes in the paitent were noted. Our contracted biomedical department took the table out of service and sent it for repair, where the top assembly was disassembled to rebuild the lift, broken kidney and bridge handle assembly, and where it was noted there was a problem with the ball bearings. The table was returned after repair and a search made for similar tables to check for similar problems. The biomedical department recommended to facility administration that the or tables be refurbished.